Event description:
It was reported that prior to a generator change procedure, this left ventricular (lv) lead exhibited high out of range pacing impedances. The health care professional (hcp) called technical services (ts) and requested further review of the daily threshold and impedance measurements trends. Upon review, ts confirmed that the lv lead impedance measurements jumped from 800 ohms to 2500 ohms. The physician performed isometrics tests and observed no noise. A pacing system analyzer (psa) tests was also performed and the results showed that this lv lead was not sensing an r wave. During the generator change procedure, the physician decided to surgically abandon this lv lead and replaced it with a new lead successfully. No additional adverse patient effects were reported.